Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the rv pacing lead impedance was low. The lead was explanted and replaced.